Event description:
It has been reported to philips that the allura xper fd10 system table locked up. After rebooting the system, it wouldn't boot up. The device was in clinical use at the time of the event. No harm to the patient or user was reported. A philips field service engineer (fse) inspected the system onsite and replaced the host pc, the flexvision pc and the hard disks. The device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the event occurred during a diagnostic procedure, and the procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the table of the system locked up and it would not boot up after rebooting. During troubleshooting, the fse found that the host pc was not working when he reloaded the software of the host pc. The fse replaced the host-pc and other parts. Upon further check, the fse found that the flexvision pc was not working. The fse replaced the flexvision pc and hdd (hard disk drive). After replacement of the flexvision pc and hdd, the system was returned to use in good working order. The codes were updated based on the investigation outcome.